Manufacturer narrative:
Added additional information to b.5 correct b.7 with new history from the medical records and h.6 device code. Investigation is ongoing.

Event description:
Medical records were received for review. A recent cta of the chest showed there is mild halt with hypoattenuation affecting motion involving the leaflet. The leaflets have reduced mobility. The tavr area by planimetry is 1.7 cm2. The presence of halt may represent a form of structural valve degeneration on imaging and may be due to leaflet thrombosis, fibrosis, or pannus. The persistence of halt despite adequate anticoagulation trial favors structural valve degeneration due to fibrosis or pannus. The patient will continue follow ups with their doctor.

Event description:
New information was received. A valve in valve was performed 9 years, 10 months post tavr. A 23mm sapien 3 ultra resilia valve was implanted with an additional 2cc's with great result and mean gradient of 7mmhg.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Additional information was added to b.5. Corrected h.6 health effect impact code based on medical records received.

Event description:
As reported by the s3u study, approximately 8 years, 9 months post tavr the patient reported dyspnea with less than 1 block of walking. An echo performed revealed an increase in gradient across the valve. The patient was hospitalized due to symptoms and medication was given.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU was reviewed. The physician is warned that accelerated deterioration of the thv may occur in patients with an altered calcium metabolism. Bioprosthetic valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician, as described in the protocol. Structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), valve stenosis, and valve thrombosis are all listed as potential risks associated with the use of the thv, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Additionally, since no edwards defects were identified, no corrective or preventative actions are required. The complaint for valve degeneration/deterioration was confirmed based on medical record provided for evaluation. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, ''a recent cta of the chest showed there is mild halt with hypoattenuation affecting motion involving the leaflet. The leaflets have reduced mobility. The tavr area by planimetry is 1.7 cm2. The presence of halt may represent a form of structural valve degeneration on imaging and may be due to leaflet thrombosis, fibrosis, or pannus. The persistence of halt despite adequate anticoagulation trial favors structural valve degeneration due to fibrosis or pannus''. In additional, the patient was prescribed an anticoagulant medication, which suspected that patient was potentially to have thrombosis resulting in the halt/ leaflet thickening. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening and valve degeneration. As such, available information suggests that patient factors (thrombosis) may have contributed to the complaint event.